Event description:
The reporter noted "the distal part of the metacarpophalangeal (mcp) joint implant broke." The device was initially implanted (B)(6) 2007 and the implant was explanted on (B)(6) 2012 when the revision was performed. Add'l clinical info was requested by integra.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.